Event description:
Per territory business manager, the dealer stated, end user's power of attorney called and advised power chair caught fire at the end of last week. The end user lives in an assisted living home and was sitting at the dinner table and the joystick was turned off when fire started from underneath the chair. The fire department showed up and did a report and the assisted living home also did a report although there were no injuries. The dealer is waiting for a copy of the fire department report. The territory business manager stated the dealer has not seen chair and end user is not currently using the chair.